Event description:
A malfunction alarm, specifically malfunction 0, was reported with no notable events occurring prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in resetting the pump, and the malfunction did not recur afterward. The customer was able to continue using the pump, and was advised to contact technical support if any further malfunction occurred.